Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with normal operating currents. No unexpected low battery alarm during testing. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected even after changing 3 brand new batteries. Customer¿s blood glucose was 150mg/dl at time of incident. Customer states performed self test and it passed the test. Customer advised to monitor the insulin pump and call back if issue occur again. Insulin pump will be return for analysis.